Manufacturer narrative:
Insulin pump passed displacement test and self test. No missing segments/partial display noted during testing. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails, cracked case along the side of the battery tube, missing display window cover, minor scratched lcd window and cracked select button keypad overlay.(B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump screen was looking faulty. The customer¿s blood glucose level was 7 to 9 mmol/l. It was stated that there was crack on the back of the insulin pump, and also states that the screen was looking faulty. The troubleshooting was performed for damage. It was stated that they can see the back lights on the top edge of the screen showing through, as if the screen has slid down. The customer was advised to discontinue use of the insulin pump and to revert to the backup plan. The customer was advised the insulin pump will be replaced as per troubleshoot. The insulin pump will be returned for analysis.